Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the 2af283 balloon catheter with lot number 16332 was returned and analyzed. External visual inspection of the electrical connector showed, pin number 11 on the electrical umbilical connector was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 13 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #12218 (the safety system detected a compromised outer vacuum). In conclusion, the reported issue system notice #12218 (the safety system detected a compromised outer vacuum) was confirmed through analysis. The reported issue of the temperature dropping faster than expected was not confirmed through testing. The balloon catheter failed the returned product inspection due to bent pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, temperatures dropped unexpectedly. The electrical umbilical cable was replaced, console restarted and the balloon catheter reconnected without resolve. Multiple system notices were received indicating that the safety system detected a compromised outer vacuum. Additionally, the self test failed to pass. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event).